Manufacturer narrative:
(B)(4) - valve leaks are not specifically labeled in the IFU. Event evaluation: still under investigation.

Event description:
Patient had aaa procedure on (B)(6), 2012. During the procedure, leakage in the valve was noted. Update as per received complaint from (B)(6) 2011: during evar when aaa stentgraft was deployed and inner pusher system was pulled out, the hemostatic valve did not close as it should. Patient was bleeding heavily and lost about 1 liter of blood in a short period of time before they could stop the bleeding. Introducer functioning. Action taken immediately following this occurrence: facility put the pusher back in through the valve and the bleeding stopped. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.